Event description:
It was reported that a patient underwent a total knee replacement on (B)(6) 2024 and barbed suture was used. During two total knee replacement procedures that the needle tip broke off the needle while suturing the knee capsule and subcuticular tissue. Unknown if x-ray was needed. Tip of the needle was recovered. Unknown as to how the procedure was completed. There were no adverse consequences for the patient. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 1/27/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: - did the needle piece fall into the patient? Unknown - if yes, n/a ¿ was the needle piece(s) retrieved during the same procedure? Yes ¿ were x-rays taken to locate the needle piece(s)? Unknown ¿ what measures were taken to retrieve the broken piece? Unknown ¿ please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). Clint ludlow ¿ please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Device is not available and has not been saved. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events.